Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a patient (age and gender unk) the device was being used to analyze the patient's heart rhythm, returned a "shock advised" determination and then delivered energy to the patient on its own. Complainant did not indicated that there was any adverse effect to the patient due to the reported malfunction.